Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported single leaflet device attachment (slda). The reported poor image resolution was due to patient anatomy. The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: date estimated.

Event description:
This is being filed to report the single leaflet device attachment (slda) and increased mr requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 3. There was difficulty visualizing the clip during the procedure due to the patient anatomy, the patient had a rotated heart. There was shadowing due to the clip, but only on the posterior leaflet lateral side; however, a good grasp was obtained. One clip was implanted, reducing the mr to 1-2. On unknown date, a control echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The patient's mr grade increased to 3. On (B)(6) 2021, an additional clip was deployed to stabilize the slda and mr was reduced to 2. No additional information was provided.